Event description:
It was reported that during a routine supply change with a 23-inch, 6 mm set, the user inserted the cartridge into the ilet, secured the luer connector, and observed insulin leakage from the top of the cartridge; the user stated the cartridge was not overfilled, the plunger was not protruding, and the cartridge seated fully in the chamber. Investigation included customer interview and troubleshooting. Further investigation of this case revealed a reported leak at the cartridge top with no evidence of device alerts and no confirmed user error. There was no user reported symptoms during the event, and no reported adverse clinical effects and no impact on glucose levels. Outcomes included the need for troubleshooting and education, with no alerts or alarms reported and no medical intervention required. It was concluded that, based on previously established findings for similar reports, the event involved a suspected cartridge leak with undetermined root cause based on available information.